Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a migrated pulse wire that had pierced and shorted to the blue (+5v) wire in the trunk cable. The root cause for the migrated pulse wire that had pierced and shorted to the blue (+5v) wire in the trunk cable could not be positively identified. No adverse event resulted from the open wire.

Event description:
A us distributor reported that a (B)(6) patient was receiving a service code 204 (belt/monitor unusable).